Event description:
On(B)(6) 2023, customer reported that bpw04fl-1 wedge, 19" firm body (purple) compressed flat under the weight of the patient during use. They are estimating that this is occurring for patients over 300 lbs.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. No serious injury reported.